Event description:
Patient with a heartmate iii left ventricular assist device (lvad) with chronic pseudomonas lvad-related infection was admitted due to relapse pseudomonas bacteremia 3 weeks after cefepime course of treatment had ended, while receiving oral cipro suppressive therapy. Cultures reveal resistance to cipro. Blood cleared and meropenem course was ordered. Patient also experienced a clostridioides difficile infection during the hospitalization requiring a course of oral vancomycin.